Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017- failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that. Additionally, a review of the complaint history identified no similar incident reported from this lot. It was reported that the blue alignment markers were not aligned as per instruction per user (IFU); it should be noted that in the mitraclip nt system manual (jpn) states the following statement: align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. All available information was investigated, and a reported sleeve steering issue was caused by user error(failure to follow step). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 3026 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a sleeve steering issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted; however, it was notice that when using the m/l knob, the sleeve moved in the wrong direction. It was noted that the blue alignment markers were not aligned. The device was then correctly keyed and used without issue. Two clips were implanted reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.